Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) to address the m-02 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis and the reported problem of m-02 errors was confirmed since the system error logs reported m-02 errors and additional related errors (c-82, c-83, c-71, m-11, 1-71, 2-71, 3-71, 1-88, 1-87). Inspection during fa replicated the reported event; unit presented m-02-3/m-02 on startup during system testing. Erbe logs also show further m-02, m-0b, and c-00 entries. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause could be attributed a cpu or sensor module timeout, or a communication timeout throwing m-02 and c-38.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support during setup to report that they kept receiving an activation interrupted error on the erbe integrated electrosurgical unit (iesu). The technical support engineer (tse) reviewed the system logs and verified m-02 errors in the logs. The tse walked the customer through an erbe hard power cycle, however, the error presented again on power up. As a result, the customer elected to move to a force triad generator unit and requested follow up from the field service engineer (fse). The procedure was continued as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that ports were placed prior to the issue being identified. There was no injury to the patient as a result of the issue. Patient demographics associated with the event were additionally provided.